Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, upon device interrogation several atrial tachycardia and atrial fibrillation episodes were observed due to far r-wave oversensing was observed. This was previously documented remotely via merlin.net transmission. Programming changes were recommended. Physician opted to reprogram the device at a fixed sensitivity level. Patient was stable throughout the device interrogation and will continue to be monitored.